Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited pacing problem. The patient was hospitalized with bradycardia due to pacing inhibition. The ipg remains in use, and planned for explant. It was also reported the right ventricular (rv) lead exhibited pacing failure. Subsequently, the ipg and rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.